Event description:
It was reported that the device only runs at a pressure of 60 or higher. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the device only runs at a pressure of 60 or higher. The reported event is not confirmed. The service evaluation did not reveal any failure with this device.